Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was reported to be unstable during deployment. On final release, the valve dislodged deep into the left ventricle resulting in mitral valve stenosis and an interaction with the mitral valve leaflets. The implanting physician attempted to snare the valve to position, however the valve was reported to continually dislodge down when snared up. Subsequently, the valve was explanted and replaced with a surgical aortic valve (sav). It was reported that the native aortic annulus had a perimeter of 75 mm. A low level of calcium and potential raphe was also noted. The patient had a very tortuous aorta and effaced native valve. The physician suspected that these anatomical factors contributed to the dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve was not returned to medtronic for product analysis. Images were submitted to medtronic for review but were not able to be accessed, so no image review could be performed. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and several others. Dislodge events are typically not related to a device malfunction. In this case, a decision was made to snare the valve, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). The event indicates that the patient had a very tortuous aorta and effaced native valve and the physician suspected that these anatomical factors contributed to the dislodgement. Based on the information available, the valve dislodgement deep into the left ventricle was the cause for mitral valve stenosis/obstruction. Mitral valve regurgitation is a potential adverse event associated with the implantation of the evolut valve and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. Based on the information available, the valve dislodgement deep into the left ventricle was the cause for interaction with the mitral valve leaflets. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.